Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states when using the device, it leaves a bad taste in their mouth. The patient also alleges dizziness. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. A gfe was requested to obtain additional information (i.e., visualization of particles) and to inquire if the patient will return the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
Additional information was received on 04 aug 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states when using the device, it leaves a bad taste in their mouth. The patient also alleges dizziness. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.